Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) g2. Foreign: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an patient, via a manufacturer representative, regarding a patient who was implanted with an implantab le neurostimulator (ins) for unknown indications for use. It was reported that the base of the recharger overheats during charging. Cause not stated, no patient harm reported, and the issue has not resolved. Additional information was received. It was confirmed that the part of the recharger that was heating was the connecting place between the recharge antenna body (the ring part) and the cord. No health damage was confirmed. There is a possibility of kinks in the connection part answered. A replacement was sent on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. The recharger, model# 97755, serial# (B)(6), was returned for product analysis. Analysis of the recharger revealed a recharge antenna failure; the "no device found" message was seen twice. There were no anomalies visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.